Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer? H 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Corrected d4: d4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformance's were identified. Additional information: d4, h4: the actual device batch number associated with this event is not known. The following are the possible batch numbers: 3528730 and 3525774. Batch: 3528730, mfg date: 05/07/2024, exp date: 05/08/2029. Batch: 3525774, mfg date: 04/08/2024, exp date: 04/10/2029. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 3. Device evaluated by manufacturer? Additional information: h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions additional information was requested, and the following was obtained: lnstituto grifols, s.a. (Ig) upon the reception of the notified incident, it was requested additional information such as the experience of the user with the device, the presence of any leakage observed at the connection, as well as the availability of pictures/sample of the involved device. The following additional information was received: ¿ the user is not new to using the device; they have used it between 5 and 10 times. ¿ no leakage was observed at the luer locks connection. ¿ the involved device was available for evaluation. The involved device was received at ethicon facilities. According to our standard procedures, it was initiated an investigation focused on the following: a. Investigation of the dual applicator tip: considering the nature of the reported incident, it was requested to ethicon to carry out an investigation of the batch of tips involved, as ethicon is the supplier of vistaseal dual applicator. The investigation was focused on reviewing the results of batch records for the batch of tips used. It is concluded that all the components parts utilized for the involved batch met the established specifications with no incidents related. B. Evaluation of the returned sample at ethicon facilities: the investigation report provided by ethicon regarding the returned unit has been received and includes the following observations: ¿ visual analysis of the returned sample determined that the dual applicator device was returned with damage to the luer locks, which were attached to pre-filled syringes that remained full. Figure 1 shows a detailed view of the marks observed on the luer locks. ¿ in an attempt to replicate the reported incident, the device was functionally tested to detect any issue. Upon evaluation of the device, the luer locks moved but it was not possible to remove tip from the adapter. ¿ as part of ethicon's quality process all devices are manufactured, inspected, and released to approved specifications. C. Results of quality control performed at ig facilities: lnstituto grifols, s.a. Reviewed the results of the quality controls performed to the incoming materials (tips) involved in the notification. A review of the results related to the luer lock functionality performed to incoming tips kitted with the involved batch, a04j173531 , was performed. The results were found correct within specifications and no deviations were detected. Considering the sample investigation, it is possible that the luer locks were over-screwed, causing the dual applicator tip to become embedded within the device, resulting in a locking condition. This would explain why the luer locks on the returned device could still rotate, but the tip could not be removed. Even though a definitive root cause cannot be established, based on the investigations conducted and the evaluation of the returned device, it is concluded that the reported issue is not related to the quality of the product or any of its components. It is concluded that the most probable root cause could be related to a malpractice. For this reason, we would like to remark the importance of following the leaflet instructions and highlight the following indication: do not use any external element or tool to dissemble the tips and unscrew the luer locks manually. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vraas1 device was returned with the luer lock damaged and attached to the syringe holder with the pre-filled syringe fill. In an attempt to replicate the reported incident, the device was functionally tested to detect any functional issues. Upon evaluation of the device, it was functionally tested, and the luers move but cannot remove the spray and drip tip from the adapter. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance." This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 20025, and fibrin sealant preparation device was used. Staff was unable to get open tip off in order to attach lap tip. One of the grey screws wasn't threading to loosen. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Is the user a new user to veraseal? If not, how many times have they used veraseal prior to this event? No, used 5- 10 times 2. How many times have they applied the laparoscopic tip? Probably similar, unsure 3. Was a sales representative present during the case when the issue was experienced? No, not when the issue was first experienced, I was called into theatre to help once it had already become problematic. 4. Was any leakage or product solution observed at the luer locks connection? Not that I could see 5. Were there any unexpected outcomes or complications as a result of the event? No 6. Are there pictures of the damaged device available? Device is being sent back so photos not necessary. Patient status/ outcome / consequences no patient involvement, the following information was requested, but unavailable: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, additional information: d4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: 3525774, 3528730 this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.